Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The shaft kink and shaft separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous distal left anterior descending (lad) artery. The 2.5x23mm xience v stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy, and the proximal shaft kinked, then separated. Reportedly, force was used during advancement. As the separated portion was outside the patient's anatomy, the sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.5x23mm xience v sds was used to successfully complete the procedure. There was no additional information provided.